Manufacturer narrative:
Based on the evaluation of the data log, the system and handpiece performed as expected. Final test verification specifications are acceptable. No non-conformity or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4).

Event description:
The patient reported experiencing pain during a thermage treatment and sustained a burn to the face at approximately 450 reps. The highest level of energy used during the treatment was 2.0. The tip was inspected prior to use and during the treatment with no anomalies noted. A topical steroid was applied and the patient is currently recovering.

Manufacturer narrative:
Evaluation of system logs and treatment tip has been completed. The bottom of tip was cleaned for better system contact. Received e169 (disconnect and reattach treatment tip. The tip failed flow, leak, visual tear observed), and thermistor testing. No functional test was able to be performed due to e287 (disconnect and reattach treatment tip. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The data card shows several errors occurred during treatment. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. The user was alerted to technique issues of not maintaining constant force until the tone ends (until the end of post cool state). System also warned user of multiple temperature too high errors. Based on the evaluation of the data, the system and hp performed as expected. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with tears/cuts of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. This damage can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-05 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating under force and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-04 rev. A) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. A review of the manufacturing records showed all requirements were met. Based on the available information, tip damage to the membrane of the tip most likely contributed to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is complete.